Event description:
It was reported the patient underwent removal of non-biomet product on (B)(6) 2012 due to infection. During the procedure the joint was debrided and washed. A gentmicin loaded biomet knee spacer and biomet cobalt hv cement was implanted. The patient began experiencing numbness in the indexed foot within days. Within weeks the patient noted numbness in both feet, and within a month the patient noted numbness in both hands and feet. The patient also noticed weakness in the indexed leg. It was noted the doctor prepared the temporary spacer added 4g of tobramycin to the spacer.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.the product identification necessary to review manufacturing history was not provided.